Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injury") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, psychological trauma, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs was received: previously added event "injury nos" is replaced with pelvic pain and new events added are dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, nickel allergy, psychological injury, device migration, fatigue, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.